Event description:
It was reported that during a vaginal hysterectomy procedure, the device was working fine then close to completion of removing the uterus, there were small blisters, one was the size of a pencil eraser and one not so prominent. The blisters were the same line as the retractor (one inch baby deaver metal retractor). There was no real contact or connection between the superjaw and the retractor that, the surgeon, pa, nor the rep noticed throughout the case. The surgeon applied lidocaine as routine and antibiotic ointment over the wound. The surgeon was a first time user, photos will be returned for analysis and the device is not being released by the account at this time. The blisters are very superficial. The same device was used to complete the procedure and the surgeon really liked the device. There was an error tone and the generator displayed reposition jaws and reactivate. The generator was rebooted and worked fine after that. Photo to be returned for analysis.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested from surgeon, but not received at this time. Review of photograph: blanched tissue whose appearance is consistent with a thermal injury and that it appears to be on the vaginal wall.